Event description:
A pump alarmed for air in line after infusing for approx 35 mins. Line checked and reflushed, with no visible air in line before or after flushing. Cassette reinserted into pump but pump would not continue with programming but showed system malfunction. Pump removed from this line and new pump procured, placed on line and infusion resumed. During this time the patient's blood pressure dropped below parameters, and was treated with normal saline boluses. The second pump stopped infusing, alarmed for system malfunction and would not restart. A new pump was procured and the infusion restarted.